Manufacturer narrative:
The lead was capped off inside the patient. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this ventricular lead was capped on (B)(6) 2015 due to failure to capture. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 11 years, 1 month.